Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and that it would take multiple interactions for the touch screen to respond. There was no adverse impact to customer's blood glucose. During troubleshooting with tandem technical support the pump was functioning as expected.